Manufacturer narrative:
Investigation results show damages limited to the conductive link that are partly related to the removal surgery and partly to the reported placement of the wires in the radical cavity with resulting wire breakages. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that the patient stopped having access to sound with the device 2 months ago. An audiogram revealed stable hearing levels.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt stopped having access to sound with the device 2 months ago. An audiogram revealed stable hearing levels. An accident or trauma is not known. A date for re-implantation is not scheduled yet.